Event description:
It was stated that the customer was hospitalized for diabetic ketoacidosis. The blood glucose reading was over 600 mg/dl prior to the hospitalization. Prior to the hospitalization, the customer had been getting motor error alarms and was experiencing high blood glucose. It was stated that the customer did not give a manual injection to treat the high glucose. Troubleshooting was performed and the insulin pump passed the displacement and self tests.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. The device will be returned for analysis and further information will follow once the analysis has been completed.